Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was feeling pain in the left side of their groin area, starting at the end of (B)(6) 2016. They followed up with their healthcare professional (hcp) the week prior to the report and changed the program from program 1 to program 2 at 2.6v. When they left the hcp office they weren't feeling pain, but when they got home, the pain returned. They noted that they used the patient programmer (pp) to turn the stimulation down to 2.4 v, 2.1 v, and 1.9 v. They weren't feeling any pain while they were sitting, but noted that if they were to walk they probably would be able to feel it. They also mentioned that they were still having bladder problems, starting (B)(6) 2016. They were going to follow up with their hcp. On (B)(6) 2016, they noted that their bladder symptoms were improved during the day, but not during the night. They also confirmed that their implantable neurostimulator (ins) was on. Additional information was received. It was reported that the patient's ins worked for a while then it stops working for the patient's symptoms. It was mentioned that sometimes stimulation works for the patient's symptoms and sometimes stimulation doesn't. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient they were having difficulty because they did not see the black lightning bolt going through the ins icon. The patient noted they wore down the programmer batteries so they replaced the batteries. The patient stated they did not know if they were on the right program because the program wasn't even there. The patient stated they pressed something and one came up which was ¿okay¿. The patient stated they were searching for a place that was good for them but they have not found it yet. The patient reported they were having trouble with stimulation/ins and it not helping as much as it should. The patient also reported they were having vibrating more in the back than the front. While on the call the patient checked their programmer and it showed the stimulation was off. It was on p1 at 5.5v. The therapy was turned on and the patient felt stimulation comfortably in the bike seat area after increasing the amplitude to 3.2v on p1. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They reported no cause was identified, everything was outlined at the patient's visit. They reported the actions/interventions take to resolve the patient not knowing if they were on the right program due ot it not being there was review and re-education.